Event description:
I made the decision to get breast implants after my surgeon convinced me that saline implants were "safe." I now have metal toxicity, high immunity, gene mutations expressing and I live with autoimmune symptoms everyday. I have had every other medical test done to rule out other possible diseases and are all coming back normal. The fact that I just found out that the saline implants are housed in a shell with over 40 plus toxic chemicals is frightening.